Manufacturer narrative:
(B)(4).

Event description:
The pt had an infection at the implant site. An explant was planned. The device system was used to deliver baclofen. Additional info has been requested, a f/u report will be sent if additional info becomes available.